Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2014 with the following findings: loss of prime warnings observed in the black box, force readings do not reach zero. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test revealed the sensor is not detecting correct force at 5lbs. The pump was opened and no damage was found to the force sensor circuit. The resistance on the force sensor measured and found within specifications. The threads on the battery cap are stripped; a test cap was used for all investigation steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.